Manufacturer narrative:
After battery installation unit gave an unexpected blank/white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unit received with minor scratches on case and minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump has cosmetic damage and screen was broken. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.